Manufacturer narrative:
H3) the manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis the software analysis was unable to determine probable cause without further information since the behavior cannot be replicated. This case may be reopened if additional information is received. System checkout passed. Eval code method 10 is associated with this analysis eval code result 3221 is associated with this analysis eval code conclusion 4315 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: 9735585, version #: (B)(4). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that they could not get the system to track the instruments. On the instrument page, the system was not detecting the instruments. They changed out both the tracker and the probe and then it was showing connected on the instrument page, but still not tracking. They rebooted the system and now it was able to track. There was less than an hour delay in the procedure. No impact on patient outcome.